Manufacturer narrative:
Investigation summary: bd received four photos for investigation. After analysis of the customer photos, the reported defects were observed. A total of 30 retained samples were visually inspected for missing labels, with none failing the inspection. Additionally, 29 retained samples were subjected to functional tests for stopper function defects, and all samples passing the tests. Furthermore, 20 retained samples underwent a functional test for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill, missing label and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter address (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes an unspecified number of tubes had a loose closure, insufficient volume, and leakage of blood. Prior to use, an unspecified number of tubes were found unlabeled. There was no health impact or consequence reported.